Event description:
Product was returned as an implant failure after 2 months. Based on the report, the patient had a medical history of hypertension, oral hygiene was described as poor, and bone condition was described as poor. The fixture was placed with primary closure on tooth #23. The doctor indicated that the device was not received damaged or defective such as it did not perform as intended, and that the implant was removed due to the patient's poor oral hygiene.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Patient's poor bone condition, poor oral hygiene, or medical history of hypertension may have contributed to the device's failure to osseointegrate.